Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the trunk cable was pulled from the distribution node (dn), damaging the internal pulse wires. The root cause of the damage is excessive force placed on the cable. The damage likely occurred during device removal.

Event description:
During servicing of an electrode belt, which was returned for investigation into a patient's death, a reportable problem was found. One of the electrode belt cables was damaged. There is no indication that the damaged cable caused or contributed to the patient's death. The damage likely occurred during device removal.